Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were confirmed to have been removed due to the patient receiving a heart transplant.

Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2006. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned to the manufacturer with no information and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.